Manufacturer narrative:
Based on the information provided the cause of the reported death is unknown. If additional information is received a follow-up MDR will be submitted. A system log review cannot be performed since there is insufficient or unconfirmed product/event information. The following information is unknown: procedure date, procedure outcome, hospital name, surgeon name, and da vinci system serial #. An isi medical officer conducted a review of the event and the following additional information was provided: there is insufficient information to evaluate or understand the circumstances or potential contributing factors isi products may have had on this patient¿s death without more detailed information regarding the diagnosis, extent of disease, surgical procedure, or post operative course. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted hysterectomy procedure, a patient died of cancer in 2016. The initial reporter claimed that the patient's treatment was negatively affected by the da vinci-assisted surgery by allegedly stirring up and spreading the cancer which expedited her death.

Event description:
It was reported that a patient underwent a da vinci-assisted hysterectomy procedure on an unspecified date and died from cancer in 2016. According to the initial reporter, the patient's treatment was negatively affected by the da vinci-assisted surgery. The initial reporter indicated that the patient underwent the hysterectomy for cancer that reoccurred for a second time. Per the initial reporter, it is believed that the robotic procedure "stirred up the cancer" and expedited her death by spreading. The patient reportedly died within six months of the surgery. No further clinical information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.